Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician diagnosed a left side rupture. Device explanted and replaced device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and brown particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening on radius due to an unidentified (tear) opening.

Event description:
Physician diagnosed a left side rupture. Device explanted and replaced device.